Event description:
Per the clinic, the patient experienced a magnet dislodgement during a MRI on (B)(6) 2012. The patient's head was wrapped as an approved indication in europe. It is unknown if there are plans to perform a revision surgery as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.